Event description:
Zevex enteral pump alarming 'no food'. (B)(6), rn at bedside. Troubleshooting with triage nurse per manual. (B)(6) rn states he has the newest manual at bedside and has been troubleshooting pump for 60 min per manual for 'no food' alarm, with no resolution. Instructed caller to continue bolus feedings at the prescribed rate: 125 ml per hour, or 60 ml every 30 min. Caller req new pump for tomorrow (B)(6) 2010. Diagnosis or reason for use: spinal muscular atrophy.